Event description:
It was reported that pump battery was losing charge quickly, with battery depletion estimated at about 37% per day, and customer needed to charge pump battery daily. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up and troubleshooting, and no additional information was received regarding outcome of event, so no further action was taken by Technical Support.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.